Event description:
Additional information received reported increasing pain. The pump had flipped and the catheter was coiled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced increased pain. A catheter access port (cap) contrast study was completed and a catheter kink was noted. The etiology was noted as related to implant procedure. The severity was indicated as moderate. The patient underwent device surgical repositioning. The outcome was noted as resolved without sequelae (B)(6) 2013. The pump was used to deliver sufenta and baclofen.

Manufacturer narrative:
Concomitant product(s): corrected information: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Additional information: althought the initial reported event received from the initial reporter stated the catheter was coiled, with the latest update regarding the event, the coiled catheter was removed and the device surgical repositioning was changed from entire system to pump device surgical repositioning (B)(6)-2013.

Manufacturer narrative:
.

Event description:
Additional information later reported the outcome was resolved with sequelae (B)(6) 2013, sequela: catheter kink due to pump inverting was resolved.